Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis. The patient stated that due to peritonitis, fibers were created in the line causing line blockage. As a result, the patient was hospitalized for this event. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome was not reported. Additional information was requested, but is not available at this time.